Manufacturer narrative:
Insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay, keypad overlay texture damage, cracked case, cracked case (battery tube), and broken battery tube threads. Insulin pump passed self test and displacement test. Pump error found in the pump history due to suspected hardware issue. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that insulin pump had a software error detected pump error alarm. Insulin pump was able to successfully clear alarm and able to complete rewind. Customer stated self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.